Event description:
Additional information later received reported that the patient did not have any pertinent medical history related to leg numbness and urinary retention issues. The patient was taking xanax and a cholesterol medication that could have side effects of leg pain and cramping. The nurse stated that the last two times they saw the patient was in (B)(6) 2015 and on (B)(6) 2015 , and the patient had not mentioned any numbness or urinary retention issue complaints to them. The healthcare provider had no notes in the patient's chart regarding these issues either.

Event description:
Additional information later received reported that in regards to diagnostics performed regarding the leg numbness, the patient was managed conservatively. The numbness resolved gradually. No interventions were done. The numbness resolved on its own.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving dilaudid (1 mg/ml; dose unknown by reporter) via an implanted pump. The indication for pump use was failed back surgery syndrome and spinal pain. In (B)(6) 2015, the patient had some urinary retention at night. She did not have a bladder or kidney infection. A few weeks after that her leg started to numb up and down her leg. Sometimes she felt leg weakness. She did not have an issue with walking. As of (B)(6) 2015 ,she still had some numbness near the top of her foot above her ankle. Most of the numbness had gradually gone away. She had not had these issues before the pump was implanted. The pump was helping with her pain. The diagnostics performed and actions/interventions taken to resolve the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.